Manufacturer narrative:
One used device was returned for evaluation. Visual examination of the sample revealed no obvious damage. When the catheter tubing was advanced, the distal tip of the tubing caught against the inner wall of the manifold adapter. With slight manipulation, full advancement was achieved. Viewed under magnification, the catheter tubing appeared to be crimped at the distal most black line. The tubing was then over retracted to obtain view of the positive end expiratory pressure seal. No damage was observed to the peep seal. The complaint is confirmed, with a potential manufacturing root cause identified. All information reasonably known as of 16 aug 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for lot m6070t501 was reviewed and the product was produced according to product specifications. All information reasonably known as of 21 jun 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that a size 7 suction catheter was placed on a size 3 tube on a pediatric patient. It was alleged that "the catheter tip did not penetrate through the hole and into the nipple." The patient's oxygen levels dropped 50-60%. Because there were a lot of secretions in the tube, they made another attempted to insert the catheter by pressing harder, which put the catheter in the correct position for suction. After the child was stabilized, it was noted that the catheter tip was slightly bent. The device was replaced. Per additional information received 14 jun 2018, the patient was "unaffected" by the incident. The customer was unable to confirm if the catheter was bent prior to use.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 12 jul 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).